Manufacturer narrative:
(B)(4). Initial reporter email: (B)(6).

Event description:
It was reported that an unknown issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a an unknown issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.